Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During preparation of all three mitraclips, there was challenges de-airing the system per IFU instructions. Troubleshooting was preformed by moving the cds from a horizontal position to a vertical position and air was visualized running through the cds sleeve shaft. Then the cds handle was moved in the vertical position and translated a few times before no air was visualized. During the procedure, the first mitraclip xtw was placed on the anterior-2/posterior-2 (a2/p2) leaflets. While testing the established final arm angle (efaa) the clip opened to approximately 20 degrees. Troubleshooting was preformed unsuccessfully and the clip was moved into the left atrium to continue troubleshooting efforts when the clip was unable to remain closed. The clip was removed from the patient and a new mitraclip was selected. Two mitraclips were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush and clip open during efaa were not confirmed via device analysis. Additionally, the clip cover was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the cause of the reported clip open during efaa and observed torn clip cover were unable to be determined. The investigation determined the reported difficult to flush to be potentially related to a product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During preparation of all three mitraclips, there was challenges de-airing the system per IFU instructions. Troubleshooting was preformed by moving the cds from a horizontal position to a vertical position and air was visualized running through the cds sleeve shaft. Then the cds handle was moved in the vertical position and translated a few times before no air was visualized. During the procedure, the first mitraclip xtw was placed on the anterior-2/posterior-2 (a2/p2) leaflets. While testing the established final arm angle (efaa) the clip opened to approximately 20 degrees. Troubleshooting was preformed unsuccessfully and the clip was moved into the left atrium to continue troubleshooting efforts when the clip was unable to remain closed. The clip was removed from the patient and a new mitraclip was selected. Two mitraclips were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.